Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 12/30/2015. Device evaluation:the pump has been returned and evaluated by product analysis on 12/15/2015 with the following findings: during testing, the pump was unable to power on. A visual inspection of the pump showed that the battery compartment was cracked. Evidence of rust/corrosion was found in the battery compartment. The pump failed a leak test at the battery compartment. The pump cover was opened and moisture was found on the battery canister.